Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced due to high impedances greater than 2000 ohms and elevated capture thresholds. No additional adverse patient effects were reported.